Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 6 (indicating early termination). The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced dizziness, trembling, and a loss of consciousness. The customer was able to self-treat with soda and required administration of candy from non-healthcare professional for the issue. A family member called the paramedics and upon arriving, first responders administered fasting gel polish to the customer, and taken the customer to the emergency room (ER) for the issue. In ER the customer again required administration of unspecified intravenous solution from healthcare professional (hcp) for treatment. There was no report of death or permanent impairment associated with this event

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced dizziness, trembling, and a loss of consciousness. The customer was able to self-treat with soda and required administration of candy from non-healthcare professional for the issue. A family member called the paramedics and upon arriving, first responders administered fasting gel polish to the customer, and taken the customer to the emergency room (ER) for the issue. In ER the customer again required administration of unspecified intravenous solution from healthcare professional (hcp) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.